Manufacturer narrative:
Additional information: the reported event that the castor broke off of the navigation cart was confirmed during the visual inspection. The castor was replaced at the user facility.

Event description:
It was reported that during transport the castor broke off the navigation cart ii. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during transport, the castor broke off the navigation cart ii. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.